Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation one day post-implant. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.